Event description:
Additional information was requested from the surgeon on three separate occasions. As of the date of this report, no response has been received.

Manufacturer narrative:
Patient follow-up information and device identifiers were requested, but not provided. The cause of the event remains unknown. Manufacturer reference #: (B)(4).

Manufacturer narrative:
The device remains implanted in the patient and is not available for evaluation. Device identifiers have been requested. The surgeon consulted with medical affairs to discuss possible sources of the bilateral iop increase. The initial medical opinion was that a steroid response was possible, but unlikely. Once the iop response to the steroid taper is known, this information will be taken into consideration. The report is being submitted on the basis of unknown etiology. Elevated iop is listed in the instructions for use as a potential adverse event. Manufacturer reference #: (B)(4).

Event description:
A female of unknown age underwent cataract surgery with implantation of the hydrus microstent in the right eye on (B)(6) 2020. There was no report of a complication during the cataract surgery or the hydrus implantation procedure. Preoperatively, both eyes were 18 mmhg on three iop-lowering medications. One day postoperatively, the patient's intraocular pressure (iop) was 30 mmhg in the operative eye and 24 mmhg in the fellow eye on the same iop-lowering medications. On (B)(6), 2020, 8 days postoperatively, the iop in the operative eye was 30 mmhg. The surgeon reported that the hydrus microstent looks well placed with no obstructions; the eye was quiet with only trace cells and flare and uncorrected distance vision was 20/30. The surgeon questioned if the iop elevation could be due to a steroid response and planned to taper the patient off steroid topical medications over the next two weeks. The surgeon also increased the dosage of a prescription glaucoma medication from twice a day to three times a day. He plans to see the patient back in 2 weeks. Additional information has been requested.